Event description:
Report received from (B)(6) stated that during a cataract procedure at the quadrant removal, the suction did not engage the segment. While trying to engage the last segment, the inflow seemed to push the segment further back and segment dropped. The pt had significant inflammation and raised intraocular pressure. The pt required a plars plana vitrectomy and lensectomy. The pt is being monitored for very high pressure pre-op.